Event description:
It was reported the patient experienced pain in right arm since surgery. Pain was treated with medication, physiotherapy, and settings adjustment. Update was later received the patient's lead was changed due to not being on the vagus nerve. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Manufacturer narrative:
B3 date of event: initial report inadvertently used the incorrect date of event. 04/11/2022 should have been used.